Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation report noted that there was an atrial bipolar lead impedance warning that had triggered back in (B)(6) of 2017. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.